Event description:
The customer alleged that the use of the dreamstation auto CPAP device resulted in the development of asthma (unrelated serious injury) and severe sinuses (non-serious injury). There were no reported medical interventions related to the device. Reportable since the device issue/event has or may have caused or contributed to a serious injury. This complaint is included in the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer is in the process of obtaining additional information and the investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be provided once the manufacturer's investigation is complete.